Event description:
A report was received that a patient was experiencing discomfort at the pocket site. The physician performed a pocket revision and chose to replace the ipg. The ipg was working properly before the explant. The leads were explanted and a paddle lead was implanted.